Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 257 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed no delivery. The customer stated that he has stopped using the insulin pump and is using manual injections to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.